Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. ¿date of event¿ is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was diagnosed with infection at ipg site. The patient was hospitalized, surgical intervention occurred to explant the ipg, and the patient was prescribed antibiotics to address the issue.